Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The device was monitored for 24 hours and no blank display anomalies, pump error 23 or pump error 49 noted. Power connector plug in and locked in place properly. The device was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a black display. The customer¿s blood glucose level was 145 mg/dl. Troubleshooting was performed and the display returned. However, they t received pumper error alarms. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.